Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that as the surgeon removed a 12.6mm vticmo12.6 implantable collamer lens, -18.0/+4.0/091 (sphere/cylinder/axis), from the lens vial, he realized it was torn. This occurred on (B)(6) 2019 prior to the loading process. The lens was scheduled to be implanted into the patient's right eye (od).

Manufacturer narrative:
(B)(4).